Manufacturer narrative:
Investigation included customer care triage and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 40 while using the ilet, shortly after briefly dropping the device in water; the device was reported to be functioning and glucose was in range at the time of the call. Symptoms included no perceived hypoglycemia awareness. Outcomes included recovery to target range following oral carbohydrate intake, including ice cream, glucose tablets, and fruit, with no hospitalization.